Event description:
The customer reported the monitor is black and the system won't boot. No pt was involved.

Manufacturer narrative:
The service rep instructed technologist to shutdown and reboot system, system rebooted a half dozen times, no problems, and was able to send to pacs. Customer cancelled service.